Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 06/29/2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined. It was reported the patient is less than 2 years old. The dexcom g5 mobile continuous glucose monitoring system states: dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.